Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced itching, rash, redness, inflammation, pimples, drainage and infection underneath sensor pod area only. The sensor was removed due to inaccuracy. The insertion site was noted to be infected. The patient was treated with cefovecin antibiotic cream for 3 days and cefdinir oral liquid antibiotic, 10ml, once a day only for 3 days. The patient was doing fine at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - e2010 needle stick/puncture.